Event description:
It was reported that a smiths medical pump alarmed no disposable pump wont run. Unable to assess for air, patient not affected. Rv: 20, rate: 2.2, given: 8. No further information available.